Event description:
The patient reported the receiver incision site would not heal as well as erosion of one of their neurostimulators. An explant procedure was performed on (B)(6) 2024 to remove both neurostimulators as they were implanted in the same pocket. New neurostimulators will be implanted. However, a date was not provided.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, multiple tunneling attempts, using inappropriate tools, and the patient not attending their post-op visit have been ruled out as potential causes. However, the receiver pocket was created too superficial which may have contributed to the report of erosion. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to improper surgical technique as the receiver pocket was created too superficially causing the neurostimulator to erode (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.